Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was used. Since the procedure, the patient's incision has been draining. Additional information has been requested.

Manufacturer narrative:
(B)(4): drainage occurred. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.